Event description:
The customer contacted beckman coulter, inc. (Bse) to report that their coulter act 5diff rinse is causing erratic white blood cell (wbc) results, increased instrument flagging for wbc, high (wbc) backgrounds, possible interference on red blood cell (rbc) an platelets (plt) results, and precipitant buildup in the reagent containers. The customer reported that erroneous results were possibly reported outside of the laboratory. There was no report of impact to patient treatment associated with this event. It was determined that the root cause of the event was due to contamination of the coulter act 5diff rinse. Contamination of the rinse appears to begin a few days after opening the bottle. The customer reported that quality control (qc) results were within the laboratory's established ranges when running freshly opened coulter act 5diff rinse.

Manufacturer narrative:
The root cause of this event is due to contamination of the coulter act 5diff rinse. Product returns were tested and contamination was verified. Bec has opened a CAPA to further investigate this and other similar reported events. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.